Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
"It was reported that the customer the pump was not charging." The customer declined tandem technical support¿s offer to troubleshoot at the time of the report. Upon follow up, the customer reported that the battery issue was no longer occurring. Blood glucose level could not be recalled.